Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login failure. A field service engineer resolved the issue related to a port that was closed. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to login. The customer stated that the malfunction had occurred when they trying to issue medication to patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.